Manufacturer narrative:
Isi received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. There was error 45314 (frozen display), no right eye image, and the tip heater current was out of range. No image or procedure video was provided for review. A review of the log for the endoscope (pn 470026-64/sn: (B)(4) associated with this event was performed. Per logs, the endoscope was last used on (B)(6) 2022 on system (B)(4). The endoscope had 1678 uses remaining after last use. This complaint is being reported based on the following conclusion: the customer aborted after the start of the procedure due to a non-functional endoscope. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the right eye video signal from the endoscope was lost. Error 45310 occurred. The procedure was aborted with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in: a2, a4, g3, g6, h2, h6, and h10. Intuitive surgical, inc. (Isi) followed up on 11-jul-2022 and obtained the following additional information: the procedure was completed robotically with a backup endoscope. The endoscope was inspected prior to use and everything seemed to be fine. There was no harm to the patient. There were no issues noted during setup of the system. The patient was 66 years old, female, 55 kg.